Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 35 mg/dl. Reportedly, customer delivered too large of a bolus, which subsequently decreased their bg level. Customer attempted to self treat my consuming carbohydrates and glucose tablets; however required assistance from their spouse by administering glucose tablets and juice. The customer was instructed to consult with healthcare provider regarding bg level.